Event description:
It was reported that a patient had power switching event/s on two batteries; the batteries were taken out of service. There were no consequences or reported impact to the patient. No additional information was provided. This MFR report is 2 of 2 related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Information for use states: when one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. The batteries are expected to have a useful operating life of 500 charge and discharge cycles. Batteries that reach the end of their useful life should be taken out of service. If a battery provides less than two hours of support duration, it should be replaced. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. This is 2 of 2 reports (3007042319-2015-00685 and 686) submitted for devices related to the same patient.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-00685 and 3007042319-2015-00686) submitted for devices related to the same event.